Event description:
It was reported that during a da vinci-assisted prostatectomy procedure, the force bipolar was found to have a broken jaw. A similar backup instrument was used to proceed with the case. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the customer reported complaint. The force bipolar instrument was found to have a broken grip tips. A piece approximately 0.050" x 0.222" was found to be broken off. The broken piece was not returned.